Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported; weight updated.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1lles, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that troubleshooting assistance was needed for an intra-operative impedance issue. Impedances are reading greater than 4000 ohms on 0-1, 0-2 and 0-3. The rep reported that they had just replaced the ins and tried turning up the amplitude (up to 5v) and were still seeing impedance issues, even after they retested multiple times. The rep stated that the lead was definitely plugged into the battery. The rep reported that the physician was proceeding with replacing the lead and did not need further assistance. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received with rep reporting that the lead would be returned and the cause of the high impedances appears to be the lead being the problem. No further complications were reported.

Manufacturer narrative:
No significant anomaly found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
No new information was reported, lead was received back to medtronic.